Event description:
It was reported that the patient was experiencing discomfort and soreness at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated from the right to the left flank and patient was doing well post-operatively. Nothing was explanted.

Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately two months based on the date the manufacturer became aware of the event.